Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was 82mm derived from the perimeter. The implant depth at 80% was 3mm from the non-coronary cusp (ncc). Upon full deployment of the valve, the valve popped out. The implant depth upon release was 2mm from the ncc. The valve migrated towards the aorta. The valve was snared to avoid coronary obstruction. A non-abbott valve was implanted below the first valve. The patient remained hemodynamically stable throughout the procedure. The patient presented with no clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of improper or incorrect procedure or method and migration or expulsion of device (aortic direction) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The provided procedural imaging was reviewed by an abbott clinical engineer. Based on the information received, the reported device migration appears to be related to procedural condition (no pre-dilation performed). The reported improper or incorrect procedure or method was due to user snaring the device after full deployment. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The patient's annulus was 82mm derived from the perimeter. The implant depth at 80% was 3mm from the non-coronary cusp (ncc). Upon full deployment of the valve, the valve popped out. The implant depth upon release was 2mm from the ncc. The valve migrated towards the aorta. The valve was snared to avoid coronary obstruction. A non-abbott valve was implanted below the first valve. The patient remained hemodynamically stable throughout the procedure. The patient presented with no clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.